Manufacturer narrative:
Follow-up # 1 date of submission 07/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2014 with the following findings:during a visual inspection of the pump, moisture was visible behind the pump display lens. The pump casing was also found to be cracked in the lower right corner near the display. During testing, the pump was unresponsive with no audible tones or vibration, and the display screen was blank due to moisture. A leak test was performed and confirmed a leak at the crack in the pump casing. The pump case was removed and evidence of moisture ingress was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was visible behind the pump display lens. No damage to the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.